Manufacturer narrative:
Title: when pulmonologists are novice to navigational bronchoscopy, what predicts diagnostic yield? Source: diagnostics 2022, 12, 3127. Https://doi.org/10.3390/diagnostics12123127 accepted: 7 december 2022. Concomitant medical products: aas00161, aas00161-21 en superd navigation system brush, unknown cytology brush, pneumothorax is a known short-term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the literature study, a prospective study evaluated diagnostic yield in patients who underwent electromagnetic navigation bronchoscopy procedures between may 2018 and february 2020. All procedures were performed using the superdimension navigation system 7.1. 215 procedures were performed with needle used in 42 patients. Complications included: pneumothorax and bronchopulmonary hemorrhage. Chest tube insertion was required to treat pneumothorax in two cases and bronchopulmonary hemorrhage required a balloon catheter in one case.